Event description:
It was reported that the stent was difficult to position and partially deployed. The 100% stenosed target lesion was located in the severely tortuous and mild calcified external iliac artery. An 8x120x75 epic vascular stent was advanced for treatment. During stent deployment, it was folded inside the deployed stent, and the second half of the stent was deployed like it was pushed forward. Stent distal end was then advanced and deployed to a completely different position from where it was retracted. The procedure was completed with the original device. No patient complications nor injuries were reported.